Event description:
A healthcare worker complained of feeling light headed, tightness in the chest, and sore throat when using cidex opa. The worker did not receive medical attention for these symptoms and did not require time off from work. The gus system was turned on to create an airing for the system. The facility indicated that the filter in the gus system was due for a replacement on 11/15/2006. The filter was changed on 12/20/2006 following this event.